Manufacturer narrative:
(B)(4). Evaluation summary: although it was reported that thumb advancer and exchange sheath slitting could not be completed to deploy the clip, the investigation indicated that the thumb advancer was fully deployed, the exchange sheath was fully slit, and the clip-firing mechanism was activated. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the component tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal and of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the exchange sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A review of the device history record for this lot did not produce any findings relevant to this report. The investigation is ongoing.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment and exchange sheath splitting, the operator believed "it didn't feel right" and exchange sheath splitting could not be completed. The device was removed in accordance with the instructions for use by inserting a dilator into the access ports, unlocking the thumb advancer and clip delivery tubeset, enabling them to be retracted proximally and the safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were not reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.